Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient&#38112;ins was replaced due to normal battery depletion. The patient got a message that the device needed to be replaced. This conflicts with the expected service life of nine years. Additional information received from the manufacturer representative (rep) reported that the patient device was replaced because the patient had said he had difficulties with recharging, so the physician felt the prime battery could be better when replacing both batteries so he didn't have to worry about charging in any circumstance. No message was seen.